Event description:
It was reported that pump touchscreen "is dimming and hard to read". There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and case was closed with no additional corrective actions documented.